Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle was used during a bronchoscopy procedure within a patient's airway on (B)(6) 2010. According to the complainant, during the procedure, the distal catheter kinked. Despite attempts, boston scientific has been unable to confirm what biopsy method the user was utilizing, or if the device was tested prior to use; however, there was no other reported damage to the device. The procedure was completed with another excelon transbronchial aspiration needle. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be ok. Based on investigation findings this event has been deemed reportable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. A visual inspection of the returned device found residue on the entire device. The needle was retracted within the sheath, and the outer extrusion was found to be kinked and punctured. The catheter of the returned device had two tears. The inner metal sheath was also also found to be slightly kinked . A functional evaluation revealed the device handle was able to deploy and retract the needle in and out the sheath when operated without issue. The device was able to produce both pressure and vacuum to force water through the sheath of the device. The device leaked from the holes where the sheath was found to be torn and punctured. It is possible that force applied to the device during use, caused the sheath damage. Based on the analysis of the returned device, the most probable root cause is operational context. (B)(4).